Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that they were trying to connect to implanted neurostimulators and getting no device found. The caller attempted again and saw the same screen. The caller stated the patient wanted an MRI of the waist down. The agent reviewed possible eos. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The agent emailed physician listings. Additional information was received from the healthcare provider (hcp). Today in clinic the patient (pt) was unable to put ins into MRI mode and was getting option to retry communication and not moving beyond that screen. From what caller described, pt was using "mytherapy" app on handset to try to connect to ins. Caller told by pt that pt hasn't used their system for about 2 yrs. Caller doesn't know if this is due to the ins battery being dead or that the pt intentionally turned stimulation off for another reason. Pt is seeing a new hcp for removal of system.